Event description:
Unomedical reference number (B)(6) event occurred in the united states on (B)(6)2024, it was reported on (B)(6)2024 the patient experienced blockage at the site and high blood glucose due to occlusion alarm of up to 398 mg/dl. Patient felt sick and then injected herself with insulin via needle and laid down. Blood glucose went back down to 143 mg/dl. Also, had used infusion set, only injecting in her abdomen, and was concerned for scar tissue. Patent said all deliveries stopped and she had changed her infusion sets 3 times but the alarm coming back. The issue resolved when patient replaced infusion set and resumed insulin deliveries successfully. No further information available.